Manufacturer narrative:
A visual examination of the returned device revealed that the bolster separated from the device. Remnants of the bolster remain on the end of the tubing .the distal end of the tubing presented no tearing. The inner diameter of the bolster presented voids where material was attached to tubing. There were no defects found in the internal bolster that might have contributed to the failure. It appears that the internal bolster was securely molded to the tubing. Bolster detachment during procedure most likely occurred because excess force was applied to the device when the bolster was extended with the obturator causing the bond between the tubing and bolster fail. Therefore, taking into consideration all this factors and the condition of the returned product, the most probable cause of this complaint will be documented as ¿operational context¿ since it is most likely that due to anatomical and/or procedural factors encountered during the procedure the performance of the device was limited. A DHR (device history record) review was performed and no deviation was found. A search of the complaint database confirmed that no similar complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that an endovive¿ securi-t percutaneous replacement gastrostomy tube replacement procedure was performed on (B)(6) 2017. According to the complainant, during the replacement procedure, when the securi-t was extended with the obturator , the internal bolster separated from the tube outside the patient. The replacement procedure was discontinued because the customer did not have another securi-t and the original button device was re-inserted as it is. There were no patient complications reported due to this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an endovive¿ securi-t percutaneous replacement gastrostomy tube replacement procedure was performed on (B)(6) 2017. According to the complainant, during the replacement procedure, when the securi-t was extended with the obturator , the internal bolster separated from the tube outside the patient. The replacement procedure was discontinued because the customer did not have another securi-t and the original button device was re-inserted as it is. There were no patient complications reported due to this event. The patient's condition at the conclusion of the procedure was reported to be good.